Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury (out of specification analysis on (B)(6) 2011) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient was deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and visual analysis only was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. The left ventricular subsequently tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven months after device and lead replaced. The cause of death has been requested and not received.